Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician attempted to preload a penumbra system 3max reperfusion catheter (3maxc) into a penumbra system ace 60 reperfusion catheter (ace60) on the back table; however, resistance was encountered and the 3maxc would not advance. Therefore, the ace60 was removed and was not used in the procedure. The procedure was successfully completed using only the 3maxc.